Event description:
It was reported that this right atrial (ra) lead was suspected of fracture due to exhibited high pacing thresholds and low out of range pacing impedances measuring less than 200 ohms. A lead revision was performed, the ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was capped.